Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 failed and was not detected on the bus. Cable was reseeded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubie drawer 1.1 showed all pockets as not detected on bus. A field service engineer (fse) reseated pyxibus communication connections for drawer 1.1, after which the hardware test application (hta) verified proper drawer detection and normal pocket communication. The system functioned as intended after the field service engineer repaired the device.